Manufacturer narrative:
Batch review performed on 27 february 2023. Lot 1810848: (B)(4) items manufactured and released on 18-march-2019. Expiration date: 2024-03-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional item involved in the event, batch review performed on 27 february 2023: ball heads: cocr 01.25.023 cocr ball head 12/14 ø 32 size l +3.5 (k072857) lot. 180326 lot 180326: (B)(4) items manufactured and released on 12-apr-2018. Expiration date: 2023-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
After medacta primary surgery performed on (B)(6) 2022 (previously the patient had competitor devices), on (B)(6) 2022 the patient came in reporting pain due to joint dislocation (dm liner from the dm cup) and the cause is unknown. The surgeon revised the cup, liner, head, and proximal body of the stem. The surgery was completed successfully. MDR 2023-00130. On (B)(6) 2022, the patient came in reporting pain due to joint dislocation (head from the liner) and the cause is unknown. The surgeon revised the cup, liner, head, and screws with competitor components. The surgery was completed successfully.